Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple errors. The customer's blood glucose value was 103 mg/dl. The customer also reported that they received motor error and no delivery alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test however a33 alarm during prime test at 4 lbs and motor error alarm during the basic occlusion test due to protruded drive support disk. The motor was tested outside of the device and passed. Unable to verify e17, e18, e21 alarm and no excessive no delivery alarm due to loose drive support disk.